Event description:
On (B)(6) 2021, the user contacted dario to report high blood glucose (bg) readings. The user reported that several weeks prior to contacting dario, she received a bg reading over 200 mg/dl with her dario meter. Due to this reading, the user reported that she administered insulin. The user reported that she then tested her bg level once again, and her reading was still over 200 mg/dl. The user reported that she administered insulin a second time and then retested her bg level and received a reading of 199 mg/dl. The user reported that she started feeling strange and that her vision was blurred, and her family members reported that she was speaking incoherently. Due to her feeling unwell, and the above elevated readings, the user went to the ER where her bg level was tested with the hospital's meter and was found to read between 30 mg/dl and 40 mg/dl. The user was treated at the hospital for her low bg level. While on the phone, dario's representative offered to send the user a new cartridge of strips and control solution in order to further investigate this issue, however the user refused to troubleshoot with dario's representatives, and was only interested in a refund. The user reported that she is no longer using the dario meter. The user was sent a return material authorization (RMA) package, for the user to return the original meter for investigation. On august 24th 2021, the RMA package was received back from the user. The dario meter read within range. Therefore, it can be determined that this complaint is not due to a meter issue. Not enough information regarding old strips to investigate. No resolution available.